Manufacturer narrative:
At the completion of the investigation, based on lack of medical information received, there was no evidence to support the following reported events; type ia endoleak and successful endovascular repair. Clinical was unable to find evidence to reasonably suggest contributing factor to the reported event due to limited available patient information. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Device was not returned, therefore, sample evaluation was not completed. Unknown, there is not enough information available to determine the root cause of the reported event at this time. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2015. The physician completed a subsequent endovascular procedure on (B)(6) 2016 and implanted an additional suprarenal aortic extension to resolve an unknown issue. Current patient status is unknown.